Event description:
Related manufacturer reference #':3006705815-2019-02107; 3006705815-2019-02108.

Event description:
Related manufacturer reference #':3006705815-2019-02107; :3006705815-2019-02108. It was reported the patient's lead was fractured. It was stated the patient was to undergo a lead revision surgery. However, the patient elected to have the scs system removed. It is unknown which lead was liable. Therefore, all suspected devices are being reported.